Event description:
It was reported that this pacemaker system was difficult to interrogate and once interrogated, it indicated it had entered safety mode and then the safety mode notification went away. Technical services (ts) was consulted and recommended device replacement. At later date, the pacemaker was in safety mode and was scheduled to be changeout. It was noted it exhibited low out of range impedance measurements for its right ventricular (rv) lead and right atrial (ra) lead. At a later date, the pacemaker was explanted and a new device was implanted. This pacemaker has not been returned. The rv lead and ra lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker system was difficult to interrogate and once interrogated, it indicated it had entered safety mode and then the safety mode notification went away. Technical services (ts) was consulted and recommended device replacement. At later date, the pacemaker was in safety mode and was scheduled to be changeout. It was noted it exhibited low out of range impedance measurements for its right ventricular (rv) lead and right atrial (ra) lead. At a later date, the pacemaker was explanted and a new device was implanted. This pacemaker has not been returned. The rv lead and ra lead remain in service and had within range impedance measurements. No additional adverse patient effects were reported. The device has been returned and analyzed.